Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a shocking/jolting sensation that started a couple of weeks ago. No accidents or falls were associated with this event. Further info was requested.